Manufacturer narrative:
Correction: d3 manufacturer contact information was erroneously entered on the initial manufacturer device report. D6a and d6b should have been left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that the signal for position detection is not stable alarm occurred due to a temporary instability in the position detection signal. As this condition persisted, a control device abnormality alarm occurred as a secondary safety response. After approximately one hour, the position detection signal stabilized, and as a result, both alarms cleared.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.